Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support during dwell 5 of 5 of peritoneal dialysis treatment. Patient was prescribed an unknown medication to be administered in the last fill bag. It is unknown if the patient experienced a serious injury that was related to peritoneal dialysis treatments. There is no allegation of a device malfunction. Additional information was solicited.

Manufacturer narrative:
Clinical review: upon clinical review of the available information, there is no allegation or documentation that indicates the liberty cycler caused or contributed to a serious adverse patient outcome. Additionally, there have been no reported allegations of a liberty cycler malfunction or product deficiency causally associated with an unknown medication to be administered in the last fill. No adverse events were further reported. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
"."

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
"."